Manufacturer narrative:
A patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab identified a hole on the pebax. It was initially reported by the customer that a high force issue was encountered as the contact was displayed abnormally high at a value of 70 gr etc. The cable was changed but the issue continued. The issue was resolved by changing the thermocool® smart touch® sf bi-directional navigation catheter to another one. The procedure was completed without patient's consequence. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation and the evaluation has been completed. The returned device was visually inspected and it was found with a reddish material in the pebax. The pebax was inspected under a microscope and a hole was found in it. Then, magnetic sensor functionality was tested on carto and the catheter failed, error 106 was observed. A failure analysis was performed and the catheter was dissected on the tip area, loss of electrical continuity at the sensor was found, it was determined that the root cause was an internal failure of the sensor. A manufacturing record evaluation was performed, and no internal actionss related to the complaint were found during the review. The customer complaint was confirmed. The issue reported is highly detectable by the system; however, improvements have been implemented to reduce magnetic and force sensor internal issues. The blood inside the pebax area found could be related to the reported issue. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. Explanation of codes: investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: sensor (g03012) were selected as related to the customer¿s reported high force issues. Investigation findings: mechanical problem identified (c07) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: membrane (g04088) were selected as related to the reddish material and hole found in the pebax. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4)

Manufacturer narrative:
The bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
A patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab identified a hole on the pebax. It was initially reported by the customer that a high force issue was encountered as the contact was displayed abnormally high at a value of 70 gr etc. The cable was changed but the issue continued. The issue was resolved by changing the thermocool® smart touch® sf bi-directional navigation catheter to another one. The procedure was completed without patient's consequence. This issue of high force was not assessed as not MDR reportable since the issue is highly detectable when occurring. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event is low. On 1/19/2021, the bwi product analysis lab received the complaint device for evaluation. On 2/11/2021, during evaluation, a reddish material inside the pebax. The pebax was inspected under a microscope and a hole was found in the pebax. These findings were reviewed and determined the hole in the pebax is an MDR reportable malfunction since the integrity of the device was compromised. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction through product analysis on 2/11/2021 and reassessed it as MDR reportable.